Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had inaccurate sensor readings that triggered the threshold suspend. Blood glucose level was 7 mmol/l and sensor was reading 3.8. They declined to be advised about insertion and calibration best practices. The customer received calibration not accepted alert. The sensor feature was turned off. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.